Event description:
The intellanav mifi open-irrigated catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the luer port was observed to be detached from the catheter during mapping. The catheter was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Event description:
The intellanav mifi open-irrigated catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the luer port was observed to be detached from the catheter during mapping. The catheter was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. During the product analysis was found that the device has the irrigation tube completely detached, consequently confirming the reported complaint.